Manufacturer narrative:
(B)(4). Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test or verify low battery alarm and failed battery test due to blank display.

Event description:
The customer reported via phone call that the insulin pump display was blank. The customer¿s blood glucose level was 90 mg/dl and 107 mg/dl. Customer also reported the contacts on the battery cap was neither missing nor damaged, battery compartment was neither damaged nor corroded and the spring was neither damaged nor corroded. Customer had a new battery that meets IFU guidelines to test with the insulin pump. It was advised to customer to insert the new battery. Customer reported that the display did not return. Troubleshooting was performed for blank display. Customer was again advised to remove battery for 10 minutes and a battery out limit alarm will occur after the insulin pump rest. Customer reported that the display returned and also received failed battery alarm. The insulin pump will be returned for analysis.